Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer stated that insulin was squirting out and they were unable to exit the preparing to prime loop. The drive support cap was noted to be normal. Customer also mentioned having cracks on the top right corner of the insulin pump. Customer's blood glucose reading at the time of the call was 218 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, and minor scratches and cracks on the display window.